Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 176 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump had a sensor glucose reading of 315 mg/dl where the actual blood glucose level was 176 mg/dl. Troubleshooting was done. The customer reported a calibration error and a lost sensor alert from the insulin pump. The customer also reported that the sensor was bent when it was removed. No additional information was provided.